Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A caller reported receiving an unspecified higher scan on the sensor compared to how they felt. The customer experienced a loss of consciousness due to hypoglycemia and the customer self-treated with 4 cubes of sugar. There was no third-party medical intervention was reported as no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. The returned sensor was de-cased and visual inspection was performed on the sensor¿s pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and all range were within specification. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A caller reported receiving an unspecified higher scan on the sensor compared to how they felt. The customer experienced a loss of consciousness due to hypoglycemia and the customer self-treated with 4 cubes of sugar. There was no third-party medical intervention was reported as no further information was reported. There was no report of death or permanent impairment associated with this event.